Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine, baclofen and dilaudid (hydromorphone) (unknown concentration) 6.66 mcg every 4 hours" via an implantable pump for non-malignant pain and other non-malignant pain. The date of the event was (B)(6) 2016. It was reported the patient had baclofen in his pump and it's too high and it was "messing with my respiratory system and I can't breathe." The patient had a respiratory problem but his oxygen was 100%. The patient reported that it was cold at night and "I can't breathe, my lungs squeeze up, I gasp for air. And I get a panic attack and can't breathe." The patient was trying to contact their healthcare provider. The patient had a refill appointment (B)(6) 2016. The cause of the event, interventions, troubleshooting/diagnostics, medical history, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.